Manufacturer narrative:
.

Event description:
It was reported that spider leg accessory (right) wouldn't lock due to the bolt falling from screw mechanism. No backup was available. Procedure completed with hcp physically holding the leg in place.

Manufacturer narrative:
Device investigation narrative - the reported device, a part number 72203236, a spider leg accessory (right) tenet 7626, was received for evaluation on october 28, 2016. A spring tension pin intended to connect the handle connector to the ball clamp handle was observed to be missing and disallows the user to properly lock the right ball clamp. This confirms the complaint of a failure to interlock. A functional test could not be performed as the subject parts were no longer attached to the unit. No lot/batch or serial identification information was provided and thus a manufacturing document review could not be conducted. No containment or corrective actions are recommended at this time.